Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6)2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, v96855, and no non-conformances were identified. Manufacturing date: 11/19/2021, expiration date: 10/31/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the nurse felt that the reload was not installed completely during the operation time. After firing they found part reload component dropped on the table. In the second round, they found the drive board dropped after firing. Finally, they changed new echelon, and reload are working well during operation. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2022. D4: batch # 436a97. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one sc60a was returned with no apparent damage and with two reloads present. Reload (b) ecr60g, 320a52 was received fully fired and reload (c) ecr60b, u5ea3f was received unfired with the one-piece sled detached, making it nonfunctional. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.